Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was explanted due to infection. The patient will receive a leadless pacemaker upon clearing infection. No additional adverse patient effects. The device is not expected to be returned for analysis as it was disposed.